Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733597, serial/lot #: (B)(4). Initial reporter name unknown at the time of this report. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system passed the system checkout and was found to be fully functional. The cable 9733597 external axiem pwr/data (lot#: 130521) was returned for analysis. Analysis found that the cable jacket had separated at the lemo connector exposing the shield wire, but there were no bare conductors. The shield wire was also damaged with only a few strands still intact. Otherwise, the cable passed a continuity test with no opens or shorts detected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The system 9660651r axiem portable refurb (lot#: 0200035399) was returned for analysis. Analysis found no fault with the returned axiem. The axiem unit was connected to a test system with the ent application for multi-day burn in testing and registration, tracking, and accuracy look normal in all 8 tool ports. Tools were connected and disconnected multiple times and the system remained functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the site was having communication issues with the axiem box. It was noted that the axiem box was showing an 8 on the back of the system. A clinical specialist (cs) was able to check the box by going into em interface and it wasn't communicating with the s7. The power cord was also noted to be frayed around the green portion of the cable that connects to the bottom of the box. The site had grabbed another navigation system and was able to establish communication intermittently. The surgical delay was unknown and there was no reported impact to the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue caused a less than one-hour delay.

Manufacturer narrative:
Initial reporter name updated. If information is provided in the future, a supplemental report will be issued.